Event description:
It was reported that during a routine follow-up, stored egms revealed noise on both atrial and ventricular channels. Bipolar atrial impedance was stable at 325 ohms. Unipolar atrial impedance was 255 ohms. The device was left in the unipolar configuration.